Manufacturer narrative:
Block b3 date of event: (B)(6) 2020; exact date is unknown. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2317700, model: sc-2317-70, serial: (B)(6), batch: (B)(6). With the available information, boston scientific concluded through laboratory analysis that the high impedances and lead damage were most likely caused by a lead fracture where the lead body exited the clik x anchor. The lead sc-2317-70 serial number (B)(6) was returned and analyzed. Visual and x-ray inspection of the lead revealed that 1 cable was completely broken at the bent/kinked location of the lead. The bent/kinked location is 2 cm from the set screw mark of the clik x anchor. There are no exposed cables at the fracture location. The lead became kinked after it exited the clik x anchor. It appears that the lead was exposed to excessive mechanical force or movement causing the cable fractures right at the anchor point. A labeling review was performed for the lead sc-2317-70 serial number (B)(6) and the clik x anchor sc-4318, lot 25076110 instructions for use (IFU). There is no evidence that the devices were used in a manner inconsistent with the labeled indications. The lead sc-2317-70 serial number (B)(6) and the clik x anchor sc-4318, lot 25076110 were not returned for analysis. In addition, boston scientific has determined that for lead sc-2317-70, serial number (B)(6), lead migration is a known inherent risk with use of the lead, as documented in the instructions for use (IFU). A labeling review was performed for the lead sc-2317-70, serial number (B)(6) and it did not reveal any anomalies as the IFU states that potential risks are involved with any surgery. The possible risks of implanting a pulse generator as part of a system delivering spinal cord stimulator include lead migration, resulting in undesirable changes in stimulation and subsequent reduction in pain relief.

Event description:
It was reported that the patient had x-rays taken, which showed the leads have migrated from the top t8 to t9/t10. The patient stated that she experienced a sharp throbbing pain during stimulation on her lower back where the incision was made. The patient later underwent a lead revision procedure. X-ray during the procedure confirmed lead migration of the right lead from t8 to t10. Lead impedances were detected on contacts 1, 2, 9, and 15. Lateral fluro revealed that part of the lead was partially outside of the epidural space. It was suspected by the physician that the ligamentum flavum was inadvertently stimulated after the lead migration. The physician noted that this could explain the lower back pain reported by the patient during stimulation. The right lead was replaced with a new lead and full coverage of the patient's right knee was obtained at the middle of both leads. Lead impedances on the new lead were within normal range. Examination of the explanted lead revealed a kink where the lead connected to the ipg header, which may have been responsible for the high impedances.

Manufacturer narrative:
Date of event: (B)(6) 2020; exact date is unknown. Additional suspect medical device component involved in the event: product family: scs-lead fixation, upn: (B)(4), model: sc-4318, serial: n/a, batch: 25076110.

Event description:
It was reported that the patient underwent a lead revision procedure. X-ray during the procedure confirmed lead migration of the right lead from t8 to t10. Lead impedances were detected on contacts 1, 2, 9, and 15. Lateral fluro revealed that part of the lead was partially outside of the epidural space. It was suspected by the physician that the ligamentum flavum was inadvertently stimulated after the lead migration. The physician noted that this could explain the lower back pain reported by the patient during stimulation. The right lead was replaced with a new lead and full coverage of the patients right knee was obtained at the middle of both leads. Lead impedances on the new lead were within normal range. Examination of the explanted lead revealed a kink where the lead connected to the ipg header, which may have been responsible for the high impedances.